Manufacturer narrative:
Date sent: 12/04/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection, the stopcock was broken. Completed the case with the same like product. There was no patient consequence.